Event description:
Irn# (B)(4). Incident occurred in netherlands. Tentative translation: catheter torn off and 7 cm left in patient which will be removed after wound healed.

Manufacturer narrative:
Update 2026-02-16: imdrf codes have been updated and the results of investigation have been updated. This case is considered as closed. If further information becomes available an update will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in netherlands. Tentative translation: catheter torn off and 7 cm left in patient which will be removed after wound healed.

Manufacturer narrative:
Investigations are ongoing. Final evaluation can be found in following report.